Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. Unable to verify compromised force sensor system alarms due to motor error alarms. Insulin pump received with cracked case at display window corners and reservoir tube. Insulin pump received with minor scratched liquid crystal display window.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer stated the insulin squirted out of the infusion set. Customer's blood glucose was 129 mg/dl. No further information provided.